Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level of mg/dl. Customer was treated with glucose tablet and food. Customer had blood glucose level of 146 mg/dl. Customer was alleging insulin pump for over delivering because customer thinks setting may be incorrect. Customer will discontinue use of the device.